Event description:
Implant failed due to an osseointegration problem.

Manufacturer narrative:
The initial report did not have the correct outcomes attributed to adverse event - death, the correct one - required intervention to prevent permanent impairment/damage (devices)is provided in this follow-up report.

Event description:
Implant failed due to an osseointegration problem. The initial report did not have the correct outcomes attributed to adverse event - death, the correct one - required intervention to prevent permanent impairment/damage (devices)is provided in this follow-up report.